Event description:
The customer reported that the bedside monitor did not provided any audio/recording/visual notifications for a pt in vtach. The user stated they had to use a defibrilator on the pt who was also being paced. No death or serious injury to pt was reported.